Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), poor quality sleep ("very poor sleep"), pain in extremity ("pain in the thighs"), fatigue ("becoming fatigued easily") and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain, poor quality sleep, pain in extremity, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, headache, pain in extremity and poor-quality sleep to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (ess205) (batch no. 624102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), poor quality sleep ("very poor sleep"), pain in extremity ("pain in the thighs"), fatigue ("becoming fatigued easily") and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the abdominal pain, poor quality sleep, pain in extremity, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, headache, pain in extremity and poor quality sleep to be related to essure (ess205). Lot number: 624102 manufacturing date: 2007-04 expiration date: 2009-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jul-2021: update of quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and subsequently by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (ess205) (batch no. 624102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), poor quality sleep ("very poor sleep"), pain in extremity ("pain in the thighs"), fatigue ("becoming fatigued easily") and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure (ess205) was removed. At the time of the report, the abdominal pain, poor quality sleep, pain in extremity, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, headache, pain in extremity and poor quality sleep to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter¿s information was updated and a new reporter (lawyer) was added. Essure insertion date was added and model was updated. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), poor quality sleep ("very poor sleep"), pain in extremity ("pain in the thighs"), fatigue ("becoming fatigued easily") and headache ("headaches"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain, poor quality sleep, pain in extremity, fatigue and headache outcome was unknown. The reporter considered abdominal pain, fatigue, headache, pain in extremity and poor quality sleep to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.